Event description:
Information was received from a patient regarding an external device. It was reported that they can't get the implanted neurostimulator to charge. Patient stated they have been trying to charge for over 2 hours. Patient mentioned they keep getting strange messages and almost rubbed a blister from repositioning the recharger. Patient reported the controller was at 70% when they started charging and the stimulator was also at 70%. Patient stated this morning the recharger got warm where the cord goes into the paddle but no visible outside damage. Patient described getting the passive recharge mode and confirmed they were able to "get it to 100" but the stimulator still has not progressed. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they got a new recharger (rtm) since it was not recharging the implantable neurostimulator (ins). When they attempted to recharge the ins they got software problem 1.intellis 2.3.6 3.243 4.qf_port. During the call, the patient reset the controller and when they attempted to recharge the ins they got recharging excellent.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.